Manufacturer narrative:
Symmetry performed an in-house evaluation on existing inventory, all lot numbers in inventory were reviewed for functionality and broken or bent jaws. All items were within conformance. The cushing ivd rongeur is ideally suited for use in orthopedic neurosurgical procedures. It is specifically designed for use in manipulation of intervertebral disks. There have been no other complains reported to symmetry in this instrument family.

Event description:
Disk excision procedure was being performed when instrument articulating jaw broke. All pieces accounted for and no harm to patient.